Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva tpn bags were leaking at the administration port. This occurred prior to infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The four (4) actual devices were returned and an evaluation is complete. Samples were received filled with solution and leaking out of the zip lock bags into the shipping box when received. Drained white solution from bags and excessive mold was found on one bag. Visual inspection was performed with no obvious defect of the administration port on any of the samples. Functional leak testing was performed by filling the bags with water and a leak was noted at the spike port cap for all of the bags. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.